Event description:
Customer reported sars-cov-2 tma assay results ran on a panther instrument that originally resulted as positive and when they were retested resulted as negative.

Manufacturer narrative:
Technical support (ts) explained to customer the results could have been caused by low target concentration, or that the storage conditions of the sample could have caused the target to degrade. Customer understood and did not report any further issue. No further action required. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.